Event description:
It was reported that prior to use foreign matter (cotton) was discovered on catheter with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, translated from japanese to english: white cotton like fm was on the catheter.

Manufacturer narrative:
H.6. Investigation: a sample was received but only photos could be forwarded to the manufacturing facility. Our quality engineer inspected the photographs submitted for evaluation. Bd received three photographs which displayed a catheter tip with an attached white foreign matter. The foreign matter appeared ¿feather¿ like. The reported issue was confirmed however without the actual sample, a root cause could not be determined as the photographs did not provide sufficient evidence. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter (cotton) was discovered on catheter with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: white cotton like fm was on the catheter.